Event description:
Births. Customer informs that the suture reabsorption does not happen in the normal period.

Manufacturer narrative:
(B)(4). Initially classified as improper use by medical professional (inability to follow IFU).